Event description:
During the procedure the stent system was delivered to 90% stenosed basilar artery. As the physician pushed the inner body he encountered resistance. The physician attempted to reposition the stent but was unable to deploy the stent. The stent delivery system was withdrawn and the stent deployed inside the y-valve of the guide catheter.

Event description:
During the procedure the stent system was delivered to 90% stenosed basilar artery. As the physician pushed the inner body he encountered resistance. The physician attempted to reposition the stent, but was unable to deploy the stent. The stent delivery system was withdrawn and the stent deployed inside the y-valve of the guide catheter.

Manufacturer narrative:
Device is unavailable.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection found the outer body catheter to be compressed, kinks were observed on the outer body and the inner body, and the inner body bumper marker was proximal to the outer body distal tip marker. The stent was not in the outer body catheter and was in the rotating hemostatic valve (rhv). The stent and rhv conformed to visual specifications. Friction was noted when moving the inner body in the outer body. The reported and observed anomalies are indicative of high friction during deployment. Additional information received stated that the anatomy was very tortuous. Therefore, it was concluded that the use environment are the most likely cause of the anomalies noted. While there are several potential causes for the reported premature deployment during use, based on the information available it was not possible to determine the most probable cause for the reported event.